Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead had low pacing impedance. The lead was replaced. No patient complications have been reported as a result of this event.